Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed, and it failed the speaker tests. A global communication tool software test was performed, and it failed sound tests. Drop testing was performed and it failed. Manual "try it" testing was performed and failed. The receiver case was opened for an internal visual inspection, and it failed. The speaker connector recess was found at jp4 main board. Speaker resistance was measured and found within specification. The reported event of no audio output was confirmed. The root cause was determined to be an assembly error.